Event description:
Customer reported via phone, she was attempting to do a manual bolus and every time she presses the up button, to input the units, it would scroll as if she continued to press it. Numbers kept scrolling after she released the buttons. Customer's blood glucose was 120 mg/dl. Customer didn't recall any significant event that may have caused an issue as an hour prior she had bolus with no issues. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.

Manufacturer narrative:
The up button on the insulin pump had intermittent response due to corroded keypad traces. No unexpected numbers scrolling during testing noted. The device had cracked reservoir tube lip, battery tube threads, case at the display window corner and reservoir tube window corners, reservoir tube window, and belt clip slot. It also had minor scratches on the lcd window and reservoir tube window.